Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Additional information received that states patient underwent surgery where the existing leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 1627487-2023-00272, 1627487-2023-00273, 1627487-2023-00274.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.